Event description:
During the cooling phase of an ivtm therapy, the customer observed that the saline solution in the 500-ml saline bag was steadily decreasing. The customer noted the issue before the tgxp console could generate any alarms. The customer put the console in standby mode to pause the ivtm therapy. The customer performed a catheter leak check following the zoll's new IFU criteria and concluded that the cool line catheter (lot # 171977) was leaking. About 250-ml saline infusion into the patient's bloodstream was suspected. The customer removed the catheter and elected to complete the temperature management therapy using blanketrol. There was no device malfunction reported on the thermogard console. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint of "cool line catheter (lot # 171977) leak" was confirmed during visual and functional testing. A leak was observed at the proximal end of the medial balloon during in/out lumen flushing test. Investigation revealed that the leak resulted from a circumferential tear, probably caused by a latent material defect. Visual inspection of the returned catheter was performed, and no apparent physical damage was observed. During the functional flushing test of the returned catheter, all infusion ports and lumens were flushed without resistance. Upon flushing the in/out lumens, a leak was observed at the proximal end of the medial balloon, confirming the reported complaint. The returned catheter was inspected under a microscope, and a circumferential tear was observed at the proximal end of the medial balloon pressurized functional testing could not be performed due to the leak at the balloon discovered during the in/out lumen test. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for cool line catheter with lot number 171977.